Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the subject device was manufactured more than 15 years ago, retention period of DHR is expired. Accordingly, we could not check whether the device was shipped in accordance with the specifications, and we could not check whether the device had nonconformity at manufacturing. Based on the results of the investigation, the probable cause was while the user was handling the device, the biopsy channel leaked, which led to water invasion of the device, then abnormality of electronic parts. As a result, the suggested event occurred but a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): inspection of the endoscopic image, leakage testing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the evis broncho videoscope had exhibited a noisy image which was found during inspection by a 3rd party distributor. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.